Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient lost power and then had a pump stop. Log files captured controller clock corrupt events. A pump stop was also captured on (B)(6) 2024 at 21:42:22. The clock was then reset on (B)(6) 2025 at 09:04:46.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no device-related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. It was reported that the patient lost power and then had a pump stop. Review of the submitted log files revealed a pump stop due to battery depletion. The event will be investigated under the controller, MFR #: 2916596-2025-00567. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.